Event description:
The customer contacted stryker to report that their device was not giving audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker product assessment center (pac) evaluated the device and confirmed the reported issue through device log analysis, which was caused by a depleted battery, however a more conclusive root cause could no be established. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not giving audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer will receive a replacement. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.